Manufacturer narrative:
Investigation summary: it was verified the manufacturing records, and, according to the evaluation of the batch history, the maintenance occurrence sap #: (B)(4) potentially related to the problem are observed, confirming the complaint. During the batch production a maintenance record sap # (B)(4) was observed. After this evaluation it can be affirmed that failure in the scale potentially occurred due a material jam caused by misalignment of the air nozzles of the marking machine. The maintenance team worked in the equipment to solve the problem according to record conclusions: it was verified the manufacturing records, and, according to the evaluation of the batch history, the maintenance occurrence sap #: (B)(4) potentially related to the problem are observed, confirming the complaint. Confirmed: bd was able to duplicate or confirm the failure mode indicated by the customer.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4).

Event description:
This complaint is MDR reportable. It is reported that the bd ultra fine insulin syringe ser plas 1ml 13x3,8 u-100 150 had missing scale markings. Found before use. There was no report of injury or medical intervention.